Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The device remains implanted and is not available for analysis. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note as the day of the follow up examination is unknown, (B)(6) 2020 is used as an event date.

Event description:
On (B)(6) 2017, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, at the follow up examination, an aneurysm enlargement with a type ii endoleak from the left iliolumbar artery was confirmed. On (B)(6) 2020, a reintervention was performed. The coil embolization procedure was performed from the left iliolumbar artery into the aneurysm sac. Also some lumbar arteries were embolized as well. Although a distal type I endoleak was not seen, it was confirmed that the diameter of the left common iliac artery had expanded to 18 mm. The left internal iliac artery was coil embolized and a stent graft was implanted in the left external iliac artery for preventive treatment. The patient tolerated the procedure.